Event description:
Per the clinic, the patient experienced a local infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported) for the retroauricular infection at the implant site. The patient also underwent a skin revision surgery under local anesthesia on (B)(6) 2025 to revise the skin defect/infection and closing of wound. The patient was also placed under general anesthesia during the device explantation surgery on (B)(6) 2025. Device analysis report attached.